Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer was failed and showed requires maintenance error. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6). Was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 27-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer failed. The field service engineer (fse) found the drawer controller light emitting diode (led) dark on the module controller. Both printed circuit board (pcbs) and the retractor band were replaced. After replacement, the drawer operated normally. The system functioned as intended after the field service engineer (fse) resolved the issue.